Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damaged at both the proximal and distal ends with struts distorted and stretched. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found severe hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-jun-2016 it was reported that shaft kinked occurred and crossing difficulties were encountered. The target lesion was located in the obtuse marginal (om) branch. Following pre-dilatation with a 2.5x10mm non-compliant balloon catheter, a 2.75x12mm promus element ¿ drug-eluting stent was implanted to treat the lesion. However, following stent deployment, haziness in the left main coronary artery (lmca) with hypotension was noted. Subsequently, a 3.50x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the shaft got kinked during manipulation. The device was removed from the patient's body and the procedure was completed by deploying another drug-eluting stent with buddy wire support. No further patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.